Manufacturer narrative:
Result: the actual needle was returned for evaluation. Visual examination showed that the needle is fractured at the tip. The needle shows marks from surgical instrumentation at the site of the needle break. Conclusion: user error caused the event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.

Event description:
International customer reported that a needle broke during use. All pieces were retrieved. There are no reported adverse pt consequences.